Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt345 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before patient use. It was further reported that a pin hole was found in the expiratory limb.

Manufacturer narrative:
(B)(4). The rt345 adult dual heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt345 adult breathing circuit was returned to fph in (B)(4) for inspection. The evaqua (expiratory) limb was visually inspected for the reported damage. Results: visual inspection revealed a hole in the evaqua (expiratory) limb about 20cm away from the patient end connector. A lot check revealed no other complaints of this nature for lot number 121107. Conclusion: based on the nature of the damage, it is likely that the evaqua expiratory limb was punctured with a blunt object. All rt345 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests the damage occurred after the subject rt345 adult breathing circuit was released for distribution. (B)(4). The user instructions supplied with adult evqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."